Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the leaking in channel at distal end was the inner wall of the biopsy channel was damaged by influence of some physical stress in handling of the subject device. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that there was an air/water leak in the surgical scope. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found; there was leaking in channel at distal end. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned and evaluated and confirmed that there was leaking in channel at distal end. Additional findings include; serial number did not match in the screen with the scope. Scope test was unable to see for more leaks. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.